Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patient not crossing over. A technical support specialist (tss) noted that the servers had been rebooted, potentially outside of recommended sequence. After the reboot, the services and remote support service were unable to start. The tss connected to the servers through the test all in one and restarted the remote services, which restored dial in access and allowed all service to run. Messages, extract transform load and reports were functioning properly, and there were no communication issues between the server and devices. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, servers were offline, preventing remote troubleshooting. The customer indicated that both the report and db servers were not accessible and that their information technology team was investigating a network issue that occurred earlier in the day. The customer stated that this network issue might also be affecting the pyxis system. They informed that the information technology team would contact them once the servers were back online. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.